Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that on broken needle at the body product code j335 was received. Marks due to use of the surgical instrument were observed. Additional evaluation is necessary to determine the assignable cause of the breakage needle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Needle analysis: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation on september 23, 2021. The component was identified as product code j335h. It was requested to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed predominantly of microvoid coalescence, which is evidence of a ductile fracture mode. A cup-and-cone shaped fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. "The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on an unknown date and suture was used. The suture needle broke first pass after loading correctly sewing up an umbilical incision for a port. It had not been used or bent previously and was not wielded in such a way to cause undue stress on the item. The broken end was retrieved, and no harm was caused to patient or surgeon. Additional information was requested.